Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, and in this case it was reported that the valve dislodgement could be due to the leaflet calcification from the surgical valve. A decision was made to snare the valve into the ascending aorta, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). Dislodge events are typically not related to a device malfunction. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted non- medtronic surgical valve, following full deployment, the valve dislodged. The physician believed that the leaflet calcification of the previously implanted surgical valve forced the non-coronary cusp (ncc) side of the valve to shift aortic. A snare was used to pull the entire valve into the ascending aorta. A second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.